Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device telemetry communication and output were normal. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found end-of-service. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.